Event description:
Customer reported an incident where "the post blood pump and the re-injection pump started to run at full speed with no error codes during the unloading phase (before use). No blood loss reported.

Manufacturer narrative:
No blood loss nor medical intervention was reported. The downloaded machine data files are not available for review in this case. A gambro technician calibrated the pressures and scales, switched the monitor off and on, performed a new upload and unload of the set, with no similar problem seen. Per the user's manual the pressure pods should be disconnected prior to unloading to avoid a pressure problem for the machine to speed back. We have requested add'l info relating to this incident for further investigation by the MFR.